Event description:
Information was received indicating that an internal leak occurred to a smiths medical pneupac parapac plus. There were no reported adverse effects.

Manufacturer narrative:
Additional information: b5. One ventilator was returned for evaluation. Visual inspection found the end cap on relief alarms knob is missing. Device underwent functional testing and was noted to have passed lock-off leak test. And the device is able to ventilate on a test lung. However, the gas supply indicator is not working, and was then replaced. The reported customer complaint was unable to be confirmed.

Event description:
Information was received stating the leak occured on a patient and device was alarming low pressure.